Event description:
It was reported that during an l.a.v.h. Procedure, the device was fired along the ip ligament without consequence. The device fired staples that did not form properly. The staple line was cauterized with a bi-polar instrument. The procedure was completed with bi-polar without patient consequence.